Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reby2050 showed no other similar product complaint(s) from this lot number.

Event description:
Patient called reporting that her left hand and entire left arm are both swollen and painful. Three days earlier an interventional radiologist placed a powerpicc solo PICC line for administration of tpn. Ms&s advised her to see her doctor as soon as possible.